Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted and the monitor setting were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images were washed out in subtraction mode. There is no report of death or serious injury associated with the complaint.